Event description:
It was reported that during a left subclavian vein angioplasty treatment procedure, a "pop" was heard during inflation of the balloon upon removal of the catheter, it was reported that the balloon had detached from the catheter. No add'l info is unavailable at this time.